Event description:
It was reported that the insulin pump had an unresponsive keypad and that the customer had required medical intervention by paramedics about a month prior due to low blood glucose levels. The blood glucose reading was 126 mg/dl during the troubleshoot for the keypad anomaly. The customer stated that during set up for an easy bolus, the numbers ramped on their own. No significant events leading to the keypad issues were observed. On (B)(6) 2014, the customer had low blood glucose and went unconscious. He had fallen out of bed 2 days prior and he believed this led up to the low blood glucose. He was treated at home by paramedics. He spoke with his doctor, who changed the carbohydrates ratios during the call. His blood glucose readings were unusual, but he declined troubleshooting for the matter due to fatigue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons are responding properly. No display ramping on its own anomaly noted. All operating currents are within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support was inspected and no anomaly was noted. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
The pump passed the dat test. No damage or moisture damage on the keypad assembly was noted. No unlocked lcd keypad connector was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.